Event description:
I have been using fixodent and polygrip since 1993. In 1999, I noticed a strange taste in my mouth. My appetite changed and I could not taste most of my foods. This started to frustrate me and I began losing weight. I would complain to my doctor and she would take blood and urine samples but to no avail. My energy and health started to decrease and decline. I began feeling sad because I could not eat and keep any weight on me. I started having joint pains to my hands-especially left, knees, feet, shoulder, lower back and my elbows. Sometimes the pain would prevent me from falling or staying asleep at night. I have since stopped going out to dinner with my family because I waste the food. I can not taste it!!! The pleasures and joys I used to have are gone. I used to walk just about everywhere I went. Not anymore. I have little to no energy most days and my feet hurt. I was experiencing certain symptom that were similar to a person-s- with mental health issues. I was placed in the mental ward and diagnosed with bipolar. This whole ordeal has had its toll on my family and I, as my family depends on me for support.